Event description:
Procedure: cholecystectomy. According to the reporter: the collecting bag broke when removing it (with the gallbladder inside) out of patient. The plastic tore without applying excessive traction. Less than 30 min delay, no tissue loss or damaged, no bleeding, nothing fell in patient's cavity. No adverse event reported due to the problem.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on 03/20/2015.